Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure, after being flushed, the benchmark 6f 071 delivery catheter (benchmark dc) broke in half while the physician was advancing it over a guidewire. The benchmark dc broke prior to contact with the patient and therefore, was not used for the procedure. The procedure was completed using a new benchmark dc.

Manufacturer narrative:
The device in complaint was expected to be returned; however, additional information received by the penumbra sales representative indicated that the device was sent out for return; however, the device was not received by the manufacturer. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.